Event description:
It was reported that the bd eclipse¿ needle experienced a broken safety mechanism. The following information was provided by the initial reporter: material no: 305787; batch no: 9203918. Date of incident (yyyy-mm-dd): (B)(6) 2011. Type of incident/problem: malfunction- during or after use. Immunizing rn informed writer she had vaccinated a client with the needle and syringe from the combo pack but the orange hub (not the part that is screwed onto the syringe) but the one that's built connected to the pink safety feature of the needle broke off once the safety feature was activated. There was no injury to client nor staff. Who was affected? -no person affected unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: five samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for deformation/damage on the eclipse hub and safety shield. No deformation/damage observed on the eclipse hub and safety shield for all samples. The samples were subjected to the eclipse safety shield inspection to check for hub hook breakage or safety shield fall off/break off. All samples passed this inspection. The samples were also subjected to the activation/locking force test. All samples passed this test. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle experienced a broken safety mechanism. The following information was provided by the initial reporter: material no: 305787, batch no: 9203918. Date of incident (yyyy-mm-dd): (B)(6) 2020. Type of incident/problem: malfunction - during or after use immunizing rn informed writer she had vaccinated a client with the needle and syringe from the combo pack but the orange hub (not the part that is screwed onto the syringe) but the one that's built connected to the pink safety feature of the needle broke off once the safety feature was activated. There was no injury to client nor staff. Who was affected? -no person affected. Unexpected or prolonged care? -no. Frequency of problem: -first time.